Event description:
Device was explanted and replaced due to a header lead connector issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted and replaced due to a header lead connector issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status showed 95 percent. The available device data have been analyzed. The analysis showed an out-of-range bipolar rv lead impedance and a detected rv lead failure on june 22, 2024. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. Finally, the device was opened and subjected to further investigation. A visual inspection of the inner assembly showed no anomalies. In conclusion, the analysis revealed no indication of a device malfunction.